Event description:
Reportedly, the patient was admitted to the hospital, and interrogation of the subject device revealed that the ventricular lead impedance was greater than 3000 ohms, while the threshold and r wave amplitude were satisfactory. During threshold testing there was proper device function. However, once the test was finished, ventricular pacing failure was noticed on the ECG. A reintervention was performed the next day. An x-ray of the device did not reveal any irregularity relative to the lead connection, and when the ventricular lead was pulled, it remained connected the pacemaker. The lead was disconnected and measured with a psa, which revealed normal behavior. The physician then attempted to reconnect the lead, but the physician could not properly engage the set-screw. Another pacemaker was subsequently implanted.

Event description:
Reportedly, the patient was admitted to the hospital, and interrogation of the subject device revealed that the ventricular lead impedance was greater than 3000 ohms, while the threshold and r wave amplitude were satisfactory. During threshold testing there was proper device function. However, once the test was finished, ventricular pacing failure was noticed on the ECG. A reintervention was performed the next day. An x-ray of the device did not reveal any irregularity relative to the lead connection, and when the ventricular lead was pulled, it remained connected the pacemaker. The lead was disconnected and measured with a psa, which revealed normal behavior. The physician then attempted to reconnect the lead, but the physician could not properly engage the set-screw. Another pacemaker was subsequently implanted.